Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, it was reported that the patient encountered three infusion set cannula kinked event within 3 hours of insertion events on 28-dec-2023, 06-june-2024, and 18-june-2024. The site of insertion was upper buttocks. The infusion set was in use for 12 hours. The blood glucose level was reported 528 mg/dl. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.